Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as two additional clips were implanted to stabilize the slda clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted the patient had preexisting endocarditis and friable leaflets. An nt clip (00604u108) was implanted without issues. However, after the clip was deployed, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.